Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 215 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 693 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Air bubbles in the tubing was also reported. Unable to complete troubleshooting. Advised to monitor the insulin pump.